Event description:
Caller reported customer testing with freestyle meter receiving a low reading, so customer ate a peanut butter sandwich. Twenty minutes later, the customer tested again with the freestyle meter and received a reading over 300 mg/dl. The customer took insulin based on this reading. The customer began having symptoms of hypoglycemia. Customer tested with the freestyle meter and received a low reading. Glucose pills and orange juice were given to the customer and the paramedics were called. The paramedics received a reading of approximately 29 mg/dl upon arriving to the customer's home. Glucose was administered to the customer by the paramedics.